Event description:
A customer in (B)(6) reported a (B)(6) cefoxitin screen (oxsf) for (B)(6) strains from two (2) patient isolates, in association with vitek® 2ast-p654 test kit (lot 8040627103). The customer stated the ast-p654 results were (B)(6). The strains were tested by cefoxitin disc diffusion method, and the results were resistant. In addition, the isolates were (B)(6), and the gradient method was resistant (B)(6). The isolates were confirmed as (B)(6) strains. No repeat testing was performed with the ast-p654 card. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A biomérieux investigation was initiated due to a customer report of false negative cefoxitin screen test (oxsf) results for two staphylococcus aureus patient isolates associated with the vitek® 2 ast-p654 card (vitek 2 software v7.01). The customer strains were submitted for the investigation. The presence of (B)(6) strains was confirmed by pcr meca (B)(6). The disc diffusion for cefoxitin gave resistant results for both strains (r1 : d=19,5 mm r and r2 d=12 mm r). Tests performed on the ast-p654 card, vitek 2 system v7.01 (aes parameters : eucast + phenotypic) : two ast-p654 cards (one from customer lot (cl) # 8040627103, and one from a lot used as random lot (rl) # 8040586203) were tested from cos subculture. These results gave : for strain r2: positive oxsf test and "modification of pbp" phenotype on both lots tested. The positive oxsf test is correlated with the disc diffusion result (r). The false negative oxsf results are not reproduced on r2 strain. It is correctly identified as a mrsa isolate due to the positive oxsf test results on both lot tested.